Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within the expected limits. The device was tested on the bench, and no anomaly was found.

Event description:
It was reported that the device was explanted and replaced due to premature battery depletion.